Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to atrial oversensing of the ventricular signal. In these atrs there appears to be loss of capture (loc) on the left ventricular (lv) lead, then the native right ventricular (rv) wave falls into blanking zone causing undersensing in this rv lead, leading into no blanking period to cover of the farfield signal in the atrium. The inappropriate atrs would be mitigated with consistent lv capture. (B)(6) technical services (ts) indicated evaluation of lv threshold versus output is needed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).